Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis fan on 12/12/2019. Device evaluation summary: a saline 750cc mentor memorygel breast implant was received by the mentor failure analysis lab on 10/7/2019. During evaluation of the device a rupture measuring approximately 0.5 cm was found on the anterior view. Since the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. No other anomalies were observed. Causes of rupture of gel-filled implants include, but are not limited to, the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. However, this cannot be conclusively determined, since it was not a detail received with the complaint. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
A saline 750cc mentor memorygel breast implant was received by the mentor failure analysis lab on 10/7/2019. It cannot be determined why the device was returned to mentor. The device was associated to an existing complaint until additional information received on 10/15/2019 determined that the device did not belong to that complaint, and the origin of the device could not be determined. The return of the prostheses is characteristic of removal and replacement surgery. Additionally, the device was returned ruptured, which may have been a possibly contributing factor as to why it was removed. As a result, this event will be conservatively reported to the FDA.